Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("I felt constant lower back pain") in a (B)(6) female patient who received essure for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had an intrauterine device which could not be removed because the cord was broken. The only solution was to have surgery. Previously administered products included iud. In (B)(6) 2011, the patient started essure. In (B)(6) 2011, the patient experienced presyncope ("vagal episode"). In 2011, the patient experienced depression ("depressed"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), adnexa uteri pain ("I felt constant left ovarian pain"), fatigue ("tired all the time"), unevaluable event ("I had deficiencies / my problems multiplied without any particular reason"), libido decreased ("my sex drive dropped"), weight increased ("gained 12 kg"), diverticulum intestinal ("was diagnosed with diverticulosis after a colonoscopy / trouble staying seated"), nervousness ("(your implants will be removed next tuesday ) I'm a bit nervous : not a banal operation") and arthralgia ("I felt constant joint pain"). The patient was treated with surgery (implants will be removed next tuesday (exact date not provided)). At the time of the report, the back pain, adnexa uteri pain, fatigue, presyncope, depression, unevaluable event, libido decreased, weight increased, diverticulum intestinal, nervousness and arthralgia outcome was unknown. The reporter considered back pain, adnexa uteri pain, fatigue, presyncope, depression, unevaluable event, libido decreased, weight increased, diverticulum intestinal, nervousness and arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: colonoscopy result was diverticulosis. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and felt constant lower back pain. The implants will be removed. The event is regarded as anticipated according to the reference safety information for essure. In this case, no alternative explanation was provided. Considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and felt constant lower back pain. The implants will be removed. The event is regarded as anticipated according to the reference safety information for essure. In this case, no alternative explanation was provided. Considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained.